Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the pad fell outside the body. There is no problem with the patient's condition. Is the white tissue pad completely missing from the clamp arm of the device? Yes. The tissue pad fell off. No further information will be provided. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic hysterectomy, the tissue pad fell off after the device was used for 30 minutes. It was only a short time that the device was activated without clamping any tissue. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.